Event description:
The customer reported the coaxial needle broke in the patient. There was no patient injury. The sample is available for evaluation. On (B)(6) 2014, the customer ((B)(6)) provided the following additional information: there was nothing noted of the biopsy needle or coaxial that would indicate a defect prior to patient use. The organ being biopsied was the lung and the tissue did not feel more rigid than expected. The assumption is that when the patient raised up is when the introducer broke.  However, they are unsure, because it was not noticed until the procedure was completed and the metal piece was seen inside the patient on post-procedure images. The patient had to have additional observation. The metal piece was left in the patient as it was a lung biopsy. There was no patient injury and the patient was discharged.

Manufacturer narrative:
(B)(4). Investigation results: one pp coaxial needle was received for evaluation. During sample analysis, it was noted that only the cannula for the pp coaxial needle was broken; the stylet was confirmed to be undamaged. The reported condition was confirmed. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. The manufacturing procedures require verification of the condition of the needle material prior to use in the production and release of each needle. In addition, personnel are required to perform functional testing on each coaxial internal and external needle as well as to ensure functionality between the coaxial and the temno biopsy needles before release of each unit. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. The most probable root cause could not be determined, as during review of the applicable manufacturing, inspection, and packaging processes, no issues were found that could relate personnel, manufacturing method or materials to the reported condition. The manufacturing plant will continue to monitor this issue to identify any adverse trends and/ or the need for any further actions.